Manufacturer narrative:
Date of event: unknown. Catalog number: unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility a delayed pseudoaneurysms post deployment of the angioseal evolution device that occurred occurred two days post procedure. Patient condition is unknown. The procedure was successful, however, the closure was not. Additional information was received on 2/20/18. The initial procedure performed was cerebral angiograms. There was no difficulty gaining arterial access. It is unknown if the stick was below the bifurcation. A pre deployment angio was not performed. It was reported that there no issues with deployment of the device. It was reported that the doctor followed all steps of deployment properly. It is unknown if medical or surgical intervention was performed to treat the pseudoaneurysm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.